Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction. The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a patient. No information is available regarding the patient being transferred to another ventilator or patient outcome.